Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the dental implant fell off of the implant driver while passing it to the doctor to place in the patient's mouth. They were able to complete the procedure with another implant.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The unknown driver was not returned for investigation. The reported event could not be verified. Based on the evaluation, a device malfunction could not be verified for the driver. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR and complaint history review could not be performed since the lot number was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. A definitive root cause could not be identified. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.